Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a previous revision operation, posterior fusion. This pt had a previous alif which had failed (different surgeon) approx grade 2 spondy slip and then had a new cage implanted and verse screws implanted l4-s1 on (B)(6) 2016 with 2 doctors this operation on the (B)(6) was done because the pt had indicated to dr he had "clicking" in his back. On investigation it appeared on imaging that one of the set screws had loosened off (on imaging it seemed to be the l5 screw on the left). Rep was informed of this operation only the day before (rooms forgot to inform me). The pt had not indicated any other symptoms other than the "clicking" sensation. This surgery was carried out by both doctors again. The plan was to remove the loose set screw and undo that side of construct for examination and possible replacement of any screws/set screws appropriate. Loose set screw from l5 screw was located and removed. There also was found a piece of spiral metal thread (a few millimetres) which looked to be from either the set screw or the head of the screw and that was removed. The decision was made to remove the screws from l4 and l5 on the left side (both 6x40mm) and replaced with 7x50mm screws as a precautionary measure then rod replaced and new correction keys put in to replace the unitized set screws.